Event description:
A pt diagnosed with diverticulitis and a colovesical fistula underwent laparoscopic low anterior resection with the creation of an anastomosis using the car. On pod 10, the pt came into ER with complaint of abdominal pain. Medical diagnosis was presacral abscess. On inspection, it was fairly benign appearing fluid collection. The pt had no fever and normal wbc and platelet counts. However, given the pt social situation and narcotic history, the abscess was drained. Drainage fluids showed a benign serosanguinous fluid. No wbc's and no bacteria and no bacterial growth. The pt went home 14 hours later without antibiotics. In a follow up, he had no further symptoms; however, on rectoscopic exam, he did have an inflamed looking stricture about 8-10 mm diameter. On further questioning, he was reported having some difficulty straining with defecation. The surgeon performed balloon dilatation and steroid injection with kenalog.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was expelled naturally and was not returned for eval; however, the device history file was reviewed and indicated that the device was released pursuant to its specifications. Anastomotic leakage (including abscesses) is an anticipated complication of colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices. Strictures are anticipated complication of anastomotic leak.